Manufacturer narrative:
The insulin pump had an unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. However, keypad flattened button dome switch was found on esc and act button. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a low blood glucose of 32 mg/dl. Customer stated that she took the insulin pump off and had a keypad anomaly while trying to reconnect the insulin pump. The customer¿s blood glucose was 32 mg/dl at the time of incident and treated with food. Customer declined low blood glucose troubleshooting. Customer reported that the insulin pump act button does not work and no significant events leading to keypad anomaly was observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.